Manufacturer narrative:
H3 other text : third party service center.

Event description:
A device was returned to a third party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the customer complaint was not confirmed. Secondary findings were observed. Contamination of dust particles were found and an error code was present. The device was scrapped.

Manufacturer narrative:
The manufacturer received information, that patient confirmed there was no visualization of particles related to a CPAP device. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of no foam degradation. During the evaluation, foam particles were not observed. The device was scrapped. Additional findings included error codes were present in the error log. There was no information about product returned date and time. The manufacturer is submitting a non-reportable report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. This MDR file 2518422-2023-31807 was not reportable as the basis of information.